Event description:
It was reported that the rigid video laparoscope exhibited no image and cracked lens. The issue was identified at the time of reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields- d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: shattered objective lens and fiber breakage. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the no image issue occurred due to a shattered objective lens. Whereas, shattered objective lens, cracked lens and fiber breakage occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.